Manufacturer narrative:
(B)(4).

Event description:
One case of asymptomatic anterior subcapsular opacity was observed in the t-icl group that presented with a central vault less than 100um no visual impairment was noticed during follow-up. Significant axis misalignment was reported in 6 eyes. Iol exchange was performed in 4 eyes. With t-icl implantation: one case due to postoperative acute angle closure glaucoma triggered by igh vault and 3 cases due to significant axis rotation secondary to low vault. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.